Event description:
Toothbrush portion keeps falling off won't stay secured on / broken top / detached - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head kept falling off and would not stay secured on the oral-b toothbrush handle. No injury was reported. (B)(6) 2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3764. The suspect product lot number was r84831932. No injury was reported. (B)(6) 2024 via digital safety assessment survey: consumer was a 42 year old male. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.